Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that he had run quality control (qc) following the samples in question and qc was out of range high. The ccc specialist instructed the customer to roll up the flush solution bag, reseat the tubing connection to the salt bridge bottle and replace the standard a (stda) solution which was low. After the customer performed the maintenance as instructed by ccc, the customer recalibrated the system and ran qc, resulting within the laboratory ranges. A siemens headquarters support center specialist evaluated the event data and determined the cause of the discordant falsely, elevated na and cl results is associated with lack of maintenance by the customer and standard a running low. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting lower and matching the patients' clinical histories. The repeated results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na and cl results.